Manufacturer narrative:
(B)(4). The reported use error- reuse of supplies was confirmed; however, the cause was undetermined.

Event description:
This complaint addresses the issue of use error, the reuse of supplies. During troubleshooting on the home choice (hc) during fill 1 of 9. The patient was connected. The home patient (hp) stated the hc alarmed last night, and the bags were changed out and the alarm still occurred. The tsr asked the hp if he used new bags. The hp stated no. The tsr explained if the hp had to start over it is recommended to start over with all new supplies. The tsr had the hp turn the hc on. The hc went to end of therapy. The tsr had the hp close the clamps. The tsr assisted with getting the set out. The tsr recommended the hp stay connect when the alarm occurs, and contact baxter at the time of the alarm. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to use error issue; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.